Event description:
Reportedly, the alert associated to eri was not raised by the home monitor in october 2021.

Event description:
Reportedly, the alert associated to eri was not raised by the home monitor on (B)(6) 2021. Preliminary analysis revealed that the reported behavior resulted from a communication issue.

Manufacturer narrative:
Preliminary analysis revealed that the reported behavior resulted from a communication issue.

Event description:
Reportedly, the alert associated to eri was not raised by the home monitor on (B)(6) 2021.